Event description:
Additional information was received from a healthcare provider. The patient¿s weight at the time of the event was (B)(6).

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found hybrid (circuit board) current drain with an unknown cause. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Adverse event now also applies. Additional information received provided earlier event date. Event is now reportable for serious injury. Patient code (B)(4) no longer applies.

Event description:
Additional information received from the hcp on (B)(6) 2017 reported the patient first started experiencing the motor failure in (B)(6) 2016. The patient¿s spasm was not being relieved. Troubleshooting performed included the motor indicating malfunction. The cause of the motor stall was not determined. The motor failure had been resolved. Additional information received from a manufacturer representative reported the pump was replaced on (B)(6) 2017 and would be returned for analysis. There were no known environmental/external/patient factors that might have led or contributed to the issue. The pump was interrogated as a form of troubleshooting. The issue was resolved at the time of report.

Event description:
Information was received from a manufacturers representative regarding a patient who was receiving bupivacaine (concentration of 20mg/ml, dose of 1.8mg/day) and baclofen (concentration of 1000mcg/ml, dose of 93 mcg/day) via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on 2016-10-22 that on (B)(6) 2016 there was a normal pump refill with an elective replacement indicator of 57 months. At that time the low reservoir alarm date was (B)(6) 2016. On (B)(6) 2016 the pump was refilled and the elective replacement indicator had already occurred. There had been no concentration/drug or dose changes from the last refill to the current refill. It was unknown if there was an audible alarm that occurred. It was confirmed that the elective replacement indicator occurred on (B)(6) 2016. No symptoms were reported. The patients status was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 2016-dec-21 from a healthcare professional reported pump was not alarming. It was noted the cause of the pump alarming for almost two weeks was due to motor failure. It was noted not applicable for if the pump alarming for almost two weeks was resolved. No actions or interventions were taken to resolve the alarming because the pump was not alarming. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's pump, which is on his left side, had been alarming for almost two weeks. The patient was told by his healthcare professional (hcp) that his pump was expiring and would need replacement. The pump's replacement surgery was supposed to be three weeks ago but it was cancelled due to a skin graph wound that is infected on his right side that was not healing for two to three months. The patient was directed to follow-up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.